Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive cable, cine bridge board and connectors were evaluated and reseated. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported a (no) cine (drive available) error. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.